Manufacturer narrative:
Testing of actual/suspected device: a getinge fse evaluated the unit and discovered a problem with the pressure cable of the unit. The pressure cable of the unit needs replacement. Repairs pending repair approval from customer. A supplemental will be submitted upon receipt of additional information.

Event description:
It was reported that prior to patient use the cs100 intra-aortic balloon pump (iabp) was not displaying the pressure signal on the display. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge fse evaluated the unit and discovered a problem with the pressure cable of the unit. The pressure cable of the unit needs replacement. Repairs pending repair approval from customer. A supplemental will be submitted upon receipt of additional information.

Event description:
It was reported that prior to patient use the cs100 intra-aortic balloon pump (iabp) was not displaying the pressure signal on the display. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse found that problem with the pressure cable of the unit. Pressure cable of the unit needs replacement so the fse replaced the pressure cable with new one. Did all functional test, passed successfully. Checked performance of the unit with trainer and balloon connected, unit working fine. The fse handed over equipment to customer in good working condition.